Event description:
Patient was revised to address a broken, loose peak fx plate.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for the lag screw part and lot number combination. The lot number was not provided for the plate. Lelocle, the manufacturing facility, reviewed the device history records for the lag screw and found no manufacturing deviations or anomalies. The investigation could not determine the root cause of the fractured plate. Previous investigations found due to strategic goals, market trends, forecasted sales, and complex instrumentation, the decision has been made to withdraw the peak fx products from the market. Research reports a dramatic change with the intramedullary nail fixation rate increasing from 3% in 1999 to 67% in 2006, as compared to hip screw fixation of intertrochanteric fractures. Millenium research group reported in 2009 that surgeon adoption of cephalomedullary nails in the treatment of proximal femoral fractures has resulted in less demand for conventional hip screws. Although the peak fx is conducting a voluntarily withdraw, depuy currently has two other hip screw products available for sale. Based on the investigation, and the march 2009 communication to the field, no further action needed. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.